Event description:
The customer was hosptialized due to dka. It was stated that the customer's nurse suggested that the pump was not functioning properly causing the high bgs. Troubleshooting was interrupted due to the fact that the customer was having lunch. A low battery alarm showed during the call. The alarm history revealed several low battery alarms and low reservoirs alarms. The customer feels the cannula is too short, and that possibly a longer cannula might be better. The customer was not on pump during the call. The customer did not have sets, reservoirs, or batteries to continue the testing.